Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis. The patient was treated with injection fortum intraperitoneally (1 gram, once a day) and injection vancomycin intraperitoneally (1 gram and frequency not reported) for the event. The patient outcome was unknown. Pd therapy was ongoing. Additional information was requested but is not available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). On and unreported date, the patient¿s peritoneal dialysis effluent was clear and the patient was recovered from the peritonitis event. Should additional relevant information become available, a follow-up will be submitted.